Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v088242, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had an MRI done on her neck sometime in (B)(6) 2013 and since that MRI she had ¿sensitivity to her interstim.¿ the patient was worried that it had a negative effect on the implantable neurostimulator (ins). It was noted that the settings the patient had the device on prior to the MRI had become too intense so the patient decreased stimulation. The reporter stated that turning stimulation down worked for about two weeks but then stimulation became too intense for the patient again. It was reported that the patient was worried that she was going to need to keep turning the device down until it no longer worked. The patient was working with a new doctor who knew about the MRI being done. It was noted that the doctor thought that the device battery may be coming to an end and that could be causing the change in stimulation. It was reported that the patient had tried to switch to different programs but they were all affecting her this way. The patient tried shutting stimulation off for a few days and then turned stimulation back on, but stimulation became irritating. It was noted that the patient¿s doctor was going to be scheduling her for an ins replacement due to the battery level. The doctor had not done an impedance test or x-ray to look at the components but had tested the battery life and told the patient it needed to be changed out. Additional information has been requested but was not available as of the date of this report.